Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported that during the surgery of arthroscopic acl reconstruction, after 1st firing, could not fire again. The complaint device was received and evaluated. The needle and the suture was returned, the plates where not returned. The applier gun used in this procedure was not returned. On visual inspection it could be observed that the silicon sleeve is rolled up on the part were the plates are stored, traces of biological matter were identified. A manufacturing record evaluation was performed for the finished device lot number: 7l96358, and no non-conformances were identified. According with the visual inspection result, this complaint cannot be confirmed. The returned needle does not provide enough evidence to provide a root cause, the plates and the gun used in the procedure are needed to provide a root cause. The act of removing the needle off the gun can roll up the silicone sleeve, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 27deg device did not fire again after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.